Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6), 2019 was chosen as a best estimate based on the date of the mesh removal surgery. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Devices was removed by: (B)(6). Block h6: patient code e2401 and e2006 captures the reportable event of unknown injury and mesh erosion. Impact code f1903 captures the reportable of posterior vaginal mesh removal. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that a pfr kit- pinnacle, posterior was implanted into the patient during a procedure performed on (B)(6), 2012. As reported by the patient's attorney, the patient experienced an unknown injury. On (B)(6), 2019, the patient subsequently underwent mesh removal surgery. Additional information received on january 12, 2022: the patient was implanted with a pfr kit- pinnacle, posterior during a posterior colporrhaphy with mesh procedure performed on (B)(6), 2012 for the treatment of symptomatic rectocele. On (B)(6), 2019, the patient presented for removal of the posterior vaginal mesh and posterior repair for the treatment of vaginal mesh exposure of posterior vaginal wall. Examination showed a 1.5 cm posterior vaginal mesh exposure with thin epithelium for 2 cm over midline near apex. A thin, muscularis with rectocele post removal of the mesh was also observed. The vaginal mesh was sent to surgical pathology and the patient taken to the recovery room in a stable satisfactory condition. The surgical pathology report indicates a vaginal, implanted surgical device removal. Gross description showed no viable soft tissue.

Event description:
It was reported to boston scientific corporation that a pfr kit- pinnacle, posterior was implanted into the patient during a procedure performed on (B)(6) 2012. As reported by the patient's attorney, the patient experienced an unknown injury. On (B)(6) 2019, the patient subsequently underwent mesh removal surgery.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of november 21, 2019 was chosen as a best estimate based on the date of the mesh removal surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).